Manufacturer narrative:
(B)(4). This complaint is a report of an irrecoverable check heater line alarm. The cause of the check heater line alarm was not confirmed in the lab. No sample was returned for evaluation, the lot number is unknown. A cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
While troubleshooting with (B)(4), the patient was advised to discard the supplies and setup with new supplies. The patient elected to aseptically change only the heater bag and resume the fill cycle. (B)(4) advised the patient to report this to their dialysis nurse. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.